Event description:
Procedure type: hernia repair tep. According to the reporter: the staplers were too loose and came out of the device. No pt injury, no medical intervention required. Sales person reported that surgery time was extended for more than 30 mins because they waited for the new device to be delivered to the surgery room for over 30 minutes.

Manufacturer narrative:
(B)(4).